Event description:
A site representative reported that while in a functional endoscopic sinus surgery (fess), the straight suction instrument became bent. The instrument was bent while moving a turbinate in the patient. The surgeon completed the procedure with the use of the navigation system. It is unclear if the surgeon continued to use the bent suction for the remainder of the procedure. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Replacement device was ordered through customer service. No parts have been received by the manufacturer for analysis.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.